Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found no issues when arrived on site and proactively reseat all cables in drawer 2.2 and tested functionality. The system functioned as intended after the field service engineer investigated the issue

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse stated that pocket was failing and screen stated technical support required. User attempted to fix cubie through recover storage space option but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.